Manufacturer narrative:
No unexpected frozen screen anomalies noted; time advanced properly. No unexpected battery out limit alerts noted. Unit passed displacement test and off no power test. The operating currents were in specification. Unit received with no button response on all buttons due to fully unlocked connector on lcd board noted. Unable to perform displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test and excessive no delivery test due to unresponsive keypad. Unit received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump was frozen and alarmed battery out limit after a battery change. The buttons on the insulin pump did not allow him to do anything because they were frozen. The customer was unable to clear the battery out limit alarm because the buttons were unresponsive. Customer's blood glucose level was 480 mg/dl. His high blood glucose level was treated with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.